Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there was residual left in the syringe after the infusion of an unknown medication was completed.

Manufacturer narrative:
The customer¿s report of residual volume left in the syringe after an infusion completed was confirmed. The pcu event log showed there were two different infusions programmed on (B)(6) 2019. The first was for druid 81 at 9:11 pm on (B)(6) 2019. The vtbi in the request was for 13ml, however the user selected a 30ml bd syringe with 16.6826ml detected. The infusion stopped at 9:21 pm after infusing the 13ml. The user then restored the infusion and infused the remaining volume in the syringe. The second infusion was for drugid 10 at 9:30 pm. The vtbi in the request for for 2ml, however the user selected a 10ml bd syringe with 9.3002ml detected. The infusion completed at 9:32 pm and the device transitioned to kvo at the kvo rate of 1ml/hr. The user then channeled the device off. The residual volume for this infusion would be approximately 7.3ml. The volume recorded as being infused during this period was 18.6826ml. The root cause identified as user programming. No device received-log review only.

Event description:
It was reported that there was residual left in the syringe after the infusion of an unknown medication was completed.